Event description:
On (B)(6) 2016, the reporter contacted lifescan USA, alleging sticking test strip. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the meter failed testing. The reported issue was confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
The test strips involved with this complaint have been further evaluated by lifescan product analysis with the following findings: the test strips were stuck together due to not being cut correctly during the slitting and vialing process. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed. This supplemental is also being sent to correct information sent in the narrative of follow-up #1. The lay user patient¿s test strips have been returned and evaluated; the meter has not. The field should have read as follows: the lay user/patient¿s test strips failed testing. The reported issue was confirmed.